Event description:
The patient¿s sibling reported that blood glucose levels increased to approximately 256 mg/dl while the patient was wearing the pod between 37 and 48 hours on the leg. The pod adhesive reportedly loosened at the edges, and the cannula reportedly did not properly insert into the skin, causing insulin leakage during wear. No treatment details were reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.